Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-2366-30, serial #: (B)(4), description: linear 3-6 lead, 30cm.

Event description:
A report was received that the patient experienced an infection with redness at the incision site. The patient was prescribed intravenous antibiotics and was recommended to consult with an infectologist. The physician suspects the infection is procedure related.

Manufacturer narrative:
(B)(4). Additional information was received that the infection was at the lead insertion site. The physician assessed that the infection has cleared. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-2366-30, serial #: (B)(4), description: linear 3-6 lead, 30cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced an infection with redness at the incision site. The patient was prescribed intravenous antibiotics and was recommended to consult with an infectologist. The physician suspects the infection is procedure related.